Event description:
One pt sample with discrepant calcium results. Same sample used for repeat testing. Initial result gave 8.50 mg/dl; repeat gave 9.5 mg/dl. Erroneous result was not reported. The field service rep determined the reagent dispense nozzles were dripping and cleaned the reagent nozzles. Performance tests were performed which were within specifications.